Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the patient was scheduled for battery replacement on 2019 per the hcp's request.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - failed back surgery syndrome/ spinal pain. It was reported that the patient thought she needed her stimulator reprogrammed. Patient stated she hurt so bad and was in a lot of pain so she decided to try using the stimulator again. Patient stated she thought she had charged her stimulator last but she could not turn the stimulator on. Patient described the recharger charging/battery level screen. Patient confirmed seeing poor communication on the patient programmer and reposition antenna screen on the recharger. Patient was not able to communicate the external devices with the neurostimulator (ins). Patient stated she has not charged ins in a while. Patient confirmed it has been over a month. Patient confirmed she didn't charge/use because she was not getting good therapy results. No further complications were reported/anticipated. Additional information was received from the patient. The patient reported that they need to get ahold of their manufacturing representative for their surgery date of their battery replacement. Communication was sent out to the field. No further complications were reported or anticipated.